Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result on a (B)(6) male patient presented as asymptomatic. There was no additional patient information at the time of this report. Return product is available. (B)(6). Collected and tested: (B)(6) 2017 test times: unk the customer stated that an echocardiogram and a cardiac catheter were scheduled for (B)(6) 2017. However as of 31-august-2017 in a follow up for information to the customer, the results of were not available. It is unknown if the patient suffered an mi. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists based on the information available. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 10/12/2017. Retain and return product was tested and functioning according to specification.